Event description:
It was reported that the patient, from (B)(6), expired due to unknown cause while driving in the (B)(6). The device was explanted in the morgue and was unable to be interrogated. The leads were disconnected and reconnected and the device relocated to a warmer environment, but interrogation remained unsuccessful. Further information was requested but none was received.

Manufacturer narrative:
Additional information: upon receipt, the device did not communicate. The cause of the no communication was found to be due to low battery voltage from premature depletion. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.